Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later mentioned that log files could not be provided due to the mpu making noise when attached to the system controller.

Event description:
It was reported that there was damage to the mobile power unit (mpu) patient cable.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the patient cable on the mobile power unit (mpu) was confirmed via investigation of the returned product. The reported event of the mobile power unit making noise when the controller was connected was unable to be confirmed. The mpu (serial number: (B)(6)) was returned and the damage to the patient cable was noted, confirming the reported event. No response was received for repairing the unit, so it was returned to the customer, unrepaired, and no further troubleshooting was attempted. The root cause of the patient cable damage and atypical noise was not able to be determined. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.